Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer confirmed the reported problem. Resolution and disposition: the manufacturer's field service engineer replaced the da-mc cable to resolve this issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition. No patient harm reported.